Manufacturer narrative:
Corrected information: the facility information listed is incorrect. To avoid confusion the follow up report will be listed under this same facility number. The correct manufacturer¿s facility information and facility number is; st. Jude medical, (B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath appearance was consistent with the sheath tubing having been stretched/twisted and torn. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The sheath damage is consistent with forcible contact.

Event description:
An 8f fast-cath hemostasis introducer was selected for use. After placing the introducer in the femoral artery, a 7f ablation catheter was inserted into this device. While applying a torque force to the ablation catheter, the introducer sheath kinked then fractured below the hemostasis valve causing a vessel dissection. A cut down was performed to remove the component and a stent was placed to repair the vessel.